Event description:
It was reported that a screw in the back of the device came out after cleaning. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition was confirmed. Based on the investigation details, it was determined that no loctite was present on the threads. If loctite is not applied to the back nut, then over time the nut may loosen and fall off.